Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the camera head had a magenta color. The issue was found during during set up/inspection for use. There were no reports of patient harm.

Event description:
It was reported that the image from the camera head had a magenta color. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 corrected fields: b3, h4 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device had a small cut on cable and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.